Event description:
It was reported that an occlusion alarm occurred. Customer reset the pump and resumed insulin to address the issue. There was no reported adverse impact to the customer. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.